Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the screen has black lines all the way through it. The blood glucose was unknown at the time of the incident. Customer also reported that, the battery cover was gone. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump was received with missing segments due to cracked zebra connector. Unable to perform self-test and displacement test due to missing segment. The insulin pump was received with cracked case at the display window corners and cracked lcd window.